Event description:
It was reported that the device delivered an inappropriate shock due to undersensing. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.